Event description:
Pt reported that they had not been feeling well. Pt self-treated by drinking orange juice and taking a nap. Later that day, pt receivd a blood glucose reading of 578 mg/dl, while using the suspect device. Based on this result, pt delivered 20u insulin. Pt sought treatment in the hosp emergency room, where their blood glucose measured 19 mg/dl (using hospital's blood glucose monitor). A lab test, taken at the same time, measured 16 mg/dl. Pt was admitted to the hosp, and treated with an intravenous glucose solution. Pt was released from the hosp 2 days later. Pt stated that controls (which were expired) were run on the system, following their release from the hosp; however, they were unable to recall whether the results were in the acceptable range. A request was made for the return of the suspect device and replacement product was shipped.